Event description:
It was reported that the patient cooled 2 degrees celsius under target temperature with no patient temperature deviation alarms from the device. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Based on on the information provided, there was likely no issue with the product as the issue was able to be resolved by the customer. There was no alleged patient harm as a result of the patient temperature overshoot. This issue was resolved for the customer by confirming no further action was needed to resolve the issue.

Event description:
It was reported that the patient cooled 2 degrees celsius under target temperature with no patient temperature deviation alarms from the device. The patient was not adversely affected and no clinically relevant delay in treatment was reported.